Manufacturer narrative:
H6 medical device problem code has been corrected from a0414 and replaced a0404.

Manufacturer narrative:
Additional information provided in h6. H6: product experience code added no reported device problem access site adverse event corrected information has been provided in b1 (is product problem) to capture the malfunction code.

Event description:
It was reported that a single access was obtained through 14f x 13 cm peel away sheath. Multiple guides advanced due to inability to cannula the left main coronary artery. Forward pressure was being put on the guides with evidence of a groin bleed and hematoma during the al2 guide engagement. 14f sheath ended up splitting slightly down the scored line on peel away sheath. Single access sheath removed and 14f removed from body and split. Repo sheath advanced with existing perclose sutures tightened around 13f repo sheath. Groin oozing subsided and manual pressure applied to hematoma until resolved. Groin successfully closed after impella explant using existing perclose and 6f angioseal closure devices. Distal pulses present on doppler in rle.

Manufacturer narrative:
The impella device was discarded by the customer. If the device or any additional information is received, a follow up will be filed.